Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension actual measurement found to be out of print specification. Visual and optical inspection noted multiple witness marks in the mas retention area. Functional evaluation was performed on the returned sleeve utilizing a sample extender and multi-axial screw (mas); the amount of tip deformation did not allow the mas head to be retained in the inner sleeve. Witness marks on the upper walls, the bent tip condition of the inner sleeve, and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a single level spinal fusion. It was reported that the outer extender was over tightened causing the inner sleeve to splay. No patient complications were reported.